Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the image failure was reproduced and it was determined that the "poor image" was caused by flooding. However, the root cause of the flooding was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon evaluation, it was found that there was flooding of the cable. Additionally, scratches were found to the main body (lens), the scope mount operation was heavy, and the connector was cracked. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that the hd camera head had no image. There was no injury or harm to the patient.